Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device to stop a bleed during an open procedure, the clips of the device did not load properly into the jaws. It was mentioned by the surgeon that the device did not work, no clip worked. There was no patient injury.